Manufacturer narrative:
Intuitive surgical received the large hem o lok clip applier associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint "clip failed to engage." Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument clip failed to engage across cystic duct. The customer opened another instrument causing delay and prolonged anesthesia time for patient. The procedure was completed with no reported injury. An intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large hem-o-lok clip applier instrument was inspected prior to use and no damage or defect was observed. The instrument clip failed to engage across cystic duct. The surgeon experienced the instrument jaws swayed to the side and did not move intuitively. The clip did not engage over cystic duct despite closure of jaws and sufficient tissue. Clip application was successful. The large hem-o-lok clip applier instrument clips were used on the vessel or structure. The vessel fit parameters to accommodate the large clip applier instrument. The incident happened during the first attempt and needed to open and use an additional clip applier instrument to resolve the issue. No patient injury due to the prolonged anesthesia. The prolonged anesthesia occurred during a critical part of the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical inc. (Isi) received the large hem-o-lok clip applier instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. No product issue was identified.